Event description:
It was reported that during a cystic artery procedure, the clip fired wasn't properly formed. So a new device was used to carry out this operation. There were no adverse consequences for the patient. (B) (6).

Event description:
Caller reported blood glucose results of 511 mg/dl and 66 mg/dl within 10 minutes on the advantage system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.